Event description:
It was reported by the customer that a pyxis medstation es system had a drawer was failed to close. The customer reported that the user was able to retrieve medications from the nearby station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer was failed to open. A field service engineer replaced the insep magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.